Manufacturer narrative:
(B)(4). Foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse total shoulder arthroplasty, during the sizing of the implant, the humeral trial fractured. All pieces were retained and removed from the patient. No further information is available at this time.